Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive due to a cracked screen, and the user elected to stop using the device and contact their healthcare provider for a backup therapy plan. Symptoms included no injury or adverse clinical effects. Outcomes included shipment of a replacement device and plans to return the original unit. Investigation included a review of the reported hardware damage and device replacement logistics. Investigation of this case revealed damage to the display component consistent with a cracked or delaminated screen and no associated device alerts or alarms. It was concluded that the event was attributable to hardware damage to the screen, with no user injury.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.